Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that 1493 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one target lesion. Target lesion one was an 80% stenosed, 2.5x20mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient presented on day 1489 with angina and was hospitalized. On day 1491, the patient underwent a reintervention due to 90% stenosis of the mid lad. Treatment consisted of balloon angioplasty and placement of a promus stent resulting in 0% residual stenosis. The patient also experienced a cardiopulmonary arrest and expired. The investigator assessed these events as unrelated to the study device. Additional information has been requested, but has not been received.